Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there were no power issues observed in the pump history. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The data from the time of the reported incident is unavailable for review due to continued pump use. Visual inspection revealed that the battery compartment is cracked, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. This malfunction is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump powers on appropriately, and there was no damage found to the power circuit. The pump was exercised for 29 hours with no delivery or power issues occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that her blood glucose (bg) was rising to 400mg/dl with emesis. The patient gave a bolus through the pump and her bg resolved to normal range. The patient reported that she was losing power to the pump. She stated that the battery cap was cracked in half. The patient has continued to use the pump without any further reported incidents. This report is being made due to patient's alleged hyperglycemic event while on insulin pump therapy.